Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad administrator reported that the pt was readmitted to the hosp due to right knee gout. Interrogation of the pump parameters during the hospital stay revealed vad flow +++, power 10.4 watts and pi 3.6. The pt's lactate dehydrogenase (ldh) on admission was 453 and continued to trend down before discharge. Other lab values reported for the pt were total bilirubin (tbilli) 0.6>0.8; haptoglobin <20; inr 1.4. The pt continued to be medically managed on coumadin and lasix and was subsequently discharged home with dobutamine gtt. A f/u visit at the vad clinic was scheduled after 2 weeks. Per further clarification from the vad administrator, the readmission was due to symptoms of right knee gout pain, nausea/vomiting (n/v), and dyspnea on exertion (doe). There was reportedly a concern for device thrombosis and the pt was upgraded to status 1a on the heart transplant list.

Manufacturer narrative:
The pt remains ongoing lvad support. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.